Event description:
(B)(4). I still have not had a hysterectomy to have essure removed. Recently was seen by the doctor because my bleeding has gotten heavier and I am now passing bouncy ball sized clots. Doctors have placed me on birth control to try and control the bleeding. The pain in my left side is getting worse to the point where I am unable to function for days at a time and this occurs mostly when I am on my period. My bloating has increased and my cramps during my monthly cycle have also increased. I now also have a rash that comes and go daily which occurs on my abdomen, legs, and arms.

Event description:
After essure was implanted had cramping and bleeding. Over the years my cycles have become very heavy, a lot of blood clots, severe stabbing pain on the lower left and right side of my abdomen. Intimacy is decreased due to pain. Bloating that does not go away. Getting headaches more than I have ever had before. Now will be needing a hysterectomy.